Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 532 mg/dl. The customer stated that he got his pump but he was unable to get calibrate after a correction. The customer stated that they treated the high blood glucose by bolusing. The customer declined troubleshooting for high blood glucose level and for the calibration errors. No product will be returned for analysis.